Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed axiem communication. There was a communication error between the computer and the axiem box. This error was caused by the cable. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a communication error between the computer and axiem¿ box. There was no patient present when this issue was identified.